Event description:
Per the clinic, the patient experienced a migration of the electrode array. The patient also experienced an infection and wound dehiscence, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolved. The device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.